Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the customer oxygen (o2) sensor cartridge to pass calibration at ambient temperature and pass calibration at 10.3 degrees celsius. The o2 sensor then failed verification/release testing at ambient temperature and failed verification/ release testing at 10.3 celsius. Fraction of inspired oxygen (fio2) fluctuation or error messages were observed in both cases. Customer flow sensor cartridge is determined to be defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During epgs calibration testing, the fsr set the o2% to 21% and observed it to be reading over 32% on the central control monitor (ccm). He installed a new o2 sensor cartridge. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the electronic patient gas system (epgs) oxygen (o2) sensor was reading out of range. There was no patient involvement.